Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. Philips field service engineer (fse) confirmed the reported issue. The fse replaced the power supply to resolve this issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the ventilator was not booting up. There was no patient or user harm reported. The event date was not specified; estimate used.